Event description:
Procedure performed: laparoscopic cholecystectomy; intraoperative cholangiogram. Event description: complaint created based off uf importer report #(B)(4). "Only one clip came out and no clips would come out after." Product is available for return. Additional information was received via email on 18apr2023 from [name], risk management specialist, [institution]. No patient injury. Patient status: no patient injury. Intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of no clip loading. Engineering observed damage to the advancer, an internal component in the shaft. Based on the condition of the returned unit, it is possible that the reported event was caused by the damaged advancer. However, the root cause of the damaged advancer is unknown. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report #(B)(4).

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation. This report is to follow up uf # (B)(4).

Event description:
Procedure performed: laparoscopic cholecystectomy; intraoperative cholangiogram. Event description: complaint created based off uf importer report # (B)(4). "Only one clip came out and no clips would come out after." Product is available for return. Additional information was received via email on 18apr2023 from [name], risk management specialist, [institution] no patient injury. Patient status: no patient injury. Intervention: ni.